Event description:
41 y/o female had a percutaneous sheath introducer kit with side port/hemostasis valve catheter to sheath adapter. Leakage onto pt's bedding. Four way stopcock, this was tightened. There appeared to be a blockage on the inside of the catheter at the end. Infusion was not possible. The catheter sheared off at the tip consequently making the central line inoperable and requiring replacement of the catheter.